Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. On (B)(6) 2022 the customer went to the emergency room with a blood glucose of 570 mg/dl and high ketones. Tandem technical support (tts) tried to perform a system check, however the customer was not able to complete the check at the time of call. Multiple attempts were made by tts to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.